Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call indicating that the inuslin pump alarm do delivery during manual prime. Customer's blood glucose was 456 mg/dl. The customer was treated with insulin pump. Customer reported that alarm was resolved by set change. The customer is returning the product based on her request. Customer was advised that we would replaced sets and call back if problems occurs.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.